Event description:
Breast ca - mastectomy with stage 1 reconstruction (placement of tissue expander. During routine fill in physician office it was noted that the volume was not being maintained. Returned to or three and a half months after date of placement for removal of expander/replacement - due to loss of volume.